Event description:
A pt experienced a shocking/jolting sensation, which started the week prior to (B)(6) 2010. The pt did not note any prior falls or medical procedures. The implanted device was located in the pt's right buttocks, however, the shocking/jolting sensation was being felt in their left buttocks. The pt was noted to have never turned their device off, so the issue occurred with stimulation turned on. The pt's status was fair. The pt outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).